Event description:
It was reported that after predilatation was performed on the heavily tortuous, heavily calcified, mid right coronary artery (rca) lesion, a 3.0x23 mm rx xience v was implanted successfully proximally to open up the vessel. An attempt was made to cross the 2.5x12 mm xience v stent to the mid rca; however, it would not cross. During retraction of the stent delivery system (sds), resistance was felt, which resulted in the stent implant dislodging from the balloon into the patient's artery. At the same time, guide wire access was lost. Several attempts were made with different snare devices to retrieve the dislodged stent without success. As it was late in the evening, the decision was made to continue the procedure on (B)(6) 2012, during which an attempt was made to snare the dislodged stent; however, this was unsuccessful. A dilatation balloon was used to crush the dislodged stent up against the vessel wall. A 3.0x23 mm xience v stent was able to be placed in the intended site, the mid rca, successfully. The patient is reported to be well. No additional information was provided.

Manufacturer narrative:
(B)(4): failure to follow steps/instructions. It is indicated that the device is not returning for evaluation: therefore, a failure analysis of the complaint device cannot be completed. Reportedly, a 3.0x23 mm rx xience v was implanted proximally to open up the vessel prior to attempting to advance the 2.5x12 mm rx xience v. It should be noted that the instructions for use (IFU) states: although the safety and effectiveness of treating more than one vessel per coronary artery with xience v stents has not been established, if this is performed, place the stent in the distal lesion before the proximal lesion in order to minimize dislodgement risk incurred by traversing through deployed stents. In this case, it appears that the IFU deviation likely contributed to the reported difficulties. A review of the lot history record revealed no nonconformances related to the reported event, indicating all lot release testing met acceptance criteria. A query the complaint handling database for the reported lot was performed and there is no indication of a product quality deficiency. User facility (voluntary and mandatory) medwatch report number (B)(4).